Event description:
As initially reported by the consumer, they experienced pain and were unable to remove the contact lens, which broke into pieces inside their right eye. The consumer sought care from an ophthalmologist because the lens caused a deep cut that nearly affected the retinal area. The consumer was diagnosed with a corneal abrasion in the right eye and was prescribed antibiotic eye drops of unknown type, frequency, and duration. The current condition of consumer eye was unknown at the time of this report. Additional information on medical records and symptom resolution has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. ¿this is the second of four reports for the same patient involving four lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of (B)(4) (first report), (B)(4) (third report) and (B)(4) (fourth report).¿ the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. This is the second of four reports for the same patient involving four lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the mfg report number of 9610813-2026-00004, 9610813-2026-00005 and 9610813-2026-00006. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.